Event description:
In 2007, a total abdominal hysterectomy and exploratory laparotomy were performed. Surgiwrap was placed over the vaginal cuff and under the midline. In 2008, the patient returned complaining of abdominal pain. An exploratory laparotomy was performed and revealed a foreign body reaction to the surgiwrap placed 8 months earlier. The surgiwrap remnants were removed and sent to pathology.

Manufacturer narrative:
Since there is no product available for evaluation, the investigation of this complaint is limited and the company is unable to draw a conclusion.